Manufacturer narrative:
No anomalies detected by checking the sterilization charts of the delta tt acetabular cup involved in this infection case (model# 5552.15.560, lot# 201400914) on a total of (B)(4) cups manufactured with this lot#. No other complaint reported on this specific lot#. We proceeded even with the check of the sterilization charts for all the other components explanted. No anomalies detected on: a total of (B)(4) stems manufactured with lot# 201215153; a total of (B)(4) femoral heads manufactured with lot# 201384493; a total of (B)(4) neutral liners manufactured with lot# 201385804; a total of (B)(4) necks manufactured with lot# 201307491. We will send a final MDR once the investigation will be concluded.

Event description:
Hip revision surgery done on (B)(6) 2017 due to infection. According to the info reported, the delta tt acetabular cup dia. 56 mm (model# 5552.15.560, lot# 201400914) implanted during the primary surgery done on (B)(6) 2014 was loose. Even if the stem was well fixed, all the components were removed and a cement spacer was implanted during the first of a two stage revision. Bug responsible for the infection is unknown. Event happened in (B)(6).

Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (16ag094) did not show any pre-existing anomaly on the (B)(4) pieces manufactured with this lot #. According to the info reported, the intra-operative breakage of the curved impactor (with splitting of the instrument into 2 parts) probably occurred during impaction of the cup. This is the intra-op phase where the major stress is applied to the instrument, in order to give the proper press-fit to the cup into the acetabular bone. The number of uses of this instrument before the breakage is unknown. By a visual inspection of the returned instrument, the breakage occurred corresponding to the welded section of the instrument. The grip of the instrument is visibly deformed, indicating that an improper/excessive beating during the same and/or the previous surgeries where this impactor was used could have significantly contributed to the breakage of the instrument. No corrective actions for this specific case. As an improvement, in july 2016 limacorporate adjusted the design of the curved impactor (v.01); in the new version, the body of the instrument is monolithic. The new version is available in the worldwide market since january 2017. No breakages on the monolithic version of the instrument have been reported up to now. A total of 5 cases of splitting of the welded version of the instrument (v.00) have been reported to us ww, on a total of about (B)(4) implants of delta cups performed using the v.00 instrument. This gives a low occurrence rate ((B)(4)). In addition, according to the info reported, all similar cases did not lead to negative consequences for the patient. Limacorporate will keep monitored the occurrence rate related to both v.00 and v.01 of the instrument. For the v.01, the occurrence rate is currently (B)(4) (no breakages reported) according to our pms data.

Event description:
Intra operative breakage of a curved cup impactor occurred on (B)(6) 2017 . The handle broke in the middle of the section during cup impaction. No prolonged surgery time since a straight impactor was used to complete the surgery. Approximate number of uses of the instrument is unknown. Event happened in (B)(6).